Event description:
After c-section, epidural catheter was removed by dr. A portion remained in pt's back. (Unknown amount) dr excised site but unable to see remainder of catheter. X-ray obtained, still unable to see remainder of catheter.